Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid (hydromorphone) (unknown concentration and dose) via an implantable pump for failed back surgery syndrome. It was reported the patient said the pump was alarming. The logs were checked with their hcp and a motor stall was occurring. The event date was reported to be (B)(6) 2019. The hcp requested the pump "kill code." It was stated the patient was already on a reduced dose as the pump was planned to be explanted. However, it was stated that surgical intervention did not occur and it was unknown if it was planned. The pump was implanted out of service and would not be replaced. The issue was reportedly resolved. The patient status was alive; no injury. There were no reported contributing factors. There were no reported symptoms. Further complications were not reported. Additional information was received. Pump logs were not available. It was stated there were no reported patient symptoms. It was unknown if a date had been set for the pump explant. The representative stated the pump would be returned for analysis as long as they were informed of the removal.